Event description:
Preventive maintenance was requested for a ventilator. There was no harm or injury reported. During the evaluation of the device, the device failed a test step during testing. The device's active exhalation control module and solenoid valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a preventive maintenance was requested for a ventilator. There was no harm or injury reported. During the evaluation of the device, the device failed a test step during testing. The device's active exhalation control module and solenoid valve were replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module was functioned as designed and operated without issue or error codes. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve was replaced due to contamination.